Event description:
City wide power failure occurred and ventilator did not cycle from ac to battery power. Nurse provided bag mask ventilator to pt and no harm occurred. Nurse described that ventilator screen went black and the nurse believed the ventilator was not delivering breaths. The ventilator was removed from service and evaluated by respiratory therapy. The vent history showed that it switched to battery power. Unable to replicate error by unplugging vent, possibly due to the nature of the power outage. The MFR advised that the cause was likely the power supply unit where the ac to battery switchover occurs. The power supply has been replaced.